Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer was not feeling well. Customer declined to troubleshoot for high readings. Customer was advised to change orientation for improvement. And speak to health care professional regarding alternate sites if it does not resolve. Nothing will be returned for analysis.